Event description:
It was stated that the customer was hospitalized for blood glucose levels over 500 mg/dl. The caller asked for a rep to go to the hospital to check the insulin pump and make sure it is functioning properly. Advised that the information would be forwarded to the rep. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.